Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg position had shifted. Surgical intervention was undertaken 0n (B)(6) 2022 during which the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.